Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v intervals and noise. It was also reported that the right atrial (ra) lead exhibited undersensing. The ra lead remains in use. The rv lead was capped. No patient complications have been reported as a result of this event.